Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the tip-up fenestrated grasper instrument broke where the tip meets the shaft. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument to perform failure analysis. The instrument was found to have a broken main tube approximately 2.1245" from the distal tip. The instrument has detached fragments from the main tube. The components adjacent to this broken main tube did not show damage.